Manufacturer narrative:
Result: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for (B)(6) with the incident lot was not observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for (B)(6) was not observed as all samples met specifications.

Event description:
It was reported the bd vacutainer® sst¿ blood collection tubes were fibrin clotting, no report of medical interventions or serious injury.